Event description:
It was reported that during a right upper extremity dialysis fistulogram with angioplasty of right brachiocephalic vein procedure, balloon deflation difficulty and a detachment occured. The 75% stenosed lesion was a slowly maturing right upper extremity arterial venous fistula and central vein stenosis. The vessel was non-calcified and non-tortuous. Following introduction through a 7fr sheath, the ultra thin diamond balloon catheter was advanced to the lesion as per directions for use (dfu), and no resistance was noted. The ultra thin diamond was inflated 2-3 times. The vessel was significantly improved without significant residual stenosis. The ultra thin diamond balloon could not be deflated. The balloon was punctured several times and aspirated without success. The balloon was then pulled 3/4 of the way into the sheath and an attempt was made to retrieve both as a unit. The ultra thin diamond balloon sheared off and was embedded within the fistulized vein adjacent to the puncture site. The pt was taken to surgery, where the balloon fragment was successfully retrieved. The pt had no reported adverse symptoms during the initial procedure, and following surgery, the pt status is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.